Event description:
Pt states that she began having periodic health issues while using her philips dreamstation CPAP. Pt reports that while using her CPAP, her left nostril was stopped up and that she had to change positions or get up to walk around to unclog her nasal passage. Additionally pt states that she started having frequent left nostril nasal drip about 1 year ago. Pt also reports that while using her CPAP she would get a light headache while sleeping and would need to take medication and get up to walk around so that it would not worsen. At present pt states she has stopped using the CPAP and that since her headaches, nasal drip and clogged nose sensation have improved. Pt notes that despite improvement of symptoms that she has not had a full nights sleep since stopping the CPAP and that she has noticed her dependence on the device because without it she cannot sleep well. Pt reports that if she tries to sleep on her back like she did with the CPAP she cannot breathe. Pt reported concern about her symptoms and stated that initially she did not realize that her symptoms were a reaction to her CPAP. Pt states she heard about the CPAP recall on the radio and received a recall letter which prompted her to register her device and stop using the CPAP. Of note, pt reports that she has an upcoming appointment with her doctor for evaluation on (B)(6) 2021.